Manufacturer narrative:
Date sent: 03/24/2009. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. The cable was split and bent, causing error codes. Parts replaced that were not related to the customer's complaint were the rotation knob, shroud, bottom frame and safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the blue cable has outside damage. The black cable covering is peeled away from the cable. The customer has reported that the system is giving blue cable error codes during a breast biopsy. There have been no patient consequences reported.